Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient received two prodisc c vivo implant on (B)(6) 2023. One of the implants was found to be displaced and was causing radiculopathy in the patient. No device failure indicated. The displaced implant was removed on (B)(6) 2024 and replaced with a seaspine implant. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcv-0015. The removal was completed due to device displacement, a cause for the displacement is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient received two prodisc c vivo implant on (B)(6) 2023. One of the implants was found to be displaced and was causing radiculopathy in the patient. No device failure indicated. The displaced implant was removed on (B)(6) 2024 and replaced with a seaspine implant.